Event description:
Hcp reported pt rec'd excessive amounts of morphine sulfate following refill. Pt went into respiratory arrest. The device remains implanted and infusing normal saline since reported event. A f/u report will be sent when add'l info is rec'd.